Event description:
Article alleged: although not directly observed, it was speculated that hemolytic reactions were caused by kinked bloodlines when upon completion of 4 hours of dialysis treatment, complaints of abdominal pain, gi bleed, pancreatitis were expressed by pt. Complaints of this nature were investigated under fir #93015. Pridct #0392035 under same complaint.